Manufacturer narrative:
The product is expected to be available for testing. Add'l info will be submitted within 30 days of receipt. This ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Event description:
The report from the affiliate indicated that as the physician attempted to vacuum the balloon catheter of the 2.5 x 13mm cypher select + stent before using it on the pt, he noticed some malfunctioning at the hub level. The physician stated that as he attempted to screw the inflator device in the balloon catheter's hub, he heard a noise and a sort of crack became visible on the hub's surface. No liquid leakage occurred since the physician was just vacuuming the catheter before the procedure. Consequently, the product was not clinically used in the pt.